Event description:
The customer alleged the audible alarm failed to activate while on a patient. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and duplicated the alleged failure to alarm. The cse replaced the main power switch to correct the problem. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.